Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's "low vacuum" alarmed. The customer was looking for assistance with troubleshooting but it was recommended that they switch out the console and tag the unit for biomed.

Manufacturer narrative:
The customer has not requested for getinge to evaluated the unit for the reported malfunction. There is no further update on this as the internal biomed self-services their cs300s at this facility. No other iabp information was provided. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.